Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a replace battery alert, a crack from down to up along the battery side, and the battery cap was cracked. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The damage was not affecting/impacting pump functionality. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason for the complaint. Battery cycle 12.0 received the lowbatteryalert (104) on 07/29/2025 21:28:00 faster than expected at 3.88 days. Battery cycle 11.0 received the lowbatteryalert (104) on 07/25/2025 15:41:00 faster than expected at 4.03 days. Battery cycle 9.0 received the lowbatteryalert (104) on 07/21/2025 05:31:00 faster than expected at 4.35 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unit was isolated to the electronic stack. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit is functioning properly. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within the spec range. Pump received with normal operating currents. The unit was cut open, and a visual inspection of the connectors and electronic assemblies was performed. Per visual inspection, all connectors, including the battery flex connector, were plugged in properly. Moisture damage was noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, missing display window cover, stained keypad overlay, cracked keypad overlay, serial number label missing, cracked battery tube threads, cracked case, cracked corner of belt clip rails, and cracked battery tube. In conclusion, customer allegation was confirmed about the battery power loss verified via baat tool, moisture damage was also noted, isolated to the electronic stack. Customer allegation of a broken battery cap was unknown due to the unit arriving with a missing battery cap. Customer allegation of damage to the battery compartment was confirmed when a cracked battery tube, cracked case, cracked corner of belt clip rails, and cracked battery threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.